Manufacturer narrative:
The inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline vantage device instructions for use (IFU): ¿the pipeline vantage system is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter at least 135cm in length. Compatibility testing has been performed with the phenom 27 catheter¿. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline vantage. No bends or kinks were found with the pipeline vantage pushwire. The hypotube and ptfe were found to be intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. No damages were found with the silicone disks. The dps sleeves were found to be intact. The tip coil was found to be damaged. The pipeline braid was not returned. No device malfunction was reported for the phenom-27 catheter. No flash or voids molded were observed with the hub. The catheter body was found to be kinked at ~141.5cm and at ~0.9cm from distal tip. No damages or irregularities were found with the distal tip and marker band. The catheter total length was measured and found to be ~168.6cm (reference: 156.5cm) and the usable length was found to be ~162.0cm which is within specification (150cm ± 5cm). Based on the device analysis and reported information, the customer¿s report of ¿failure incomplete open at middle section¿ was unable to be confirmed. The customer reported patient vessel tortuosity was severe. It is likely the failure to open is the result of vessel tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Associated regulatory report: 2029214-2022-00985. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there were two pipelines that failed to open in the middle section. The middle of the pipeline was positioned in a bend, less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The device was not used off-label and was prepared as indicated in the IFU. There were no symptoms or complications were associated with the event. A dapt (dual antiplatelet treatment) was administered and the pru level was unknown. The angiographic result post procedure was satisfactory. The patient was undergoing surgery for treatment of a amorphous, unruptured aneurysm with a max diameter of 3mm and a 3mm neck diameter. It was noted the patient's vessel tortuosity was severe.